Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip introducer was used to advance a triclip into the triclip steerable guide catheter (tsgc) when it was identified that air was introduced to the patient. The clip was removed from the patient and troubleshooting was preformed by advancing a different triclip through the tsgc and there was no challenges with air. The replacement triclip was implanted successfully. The procedure was discontinued and the final tr was grade 1. The triclip xt was examined on the back table when it was identified that the clip introducer was cracked, which is believed to have caused the air. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported crack or leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak is due to the reported crack. A cause for the crack could not be conclusively determined. It is possible that the crack is related to handling of the device during prep or insertion, as there were no issues noted during de-airing of the clip introducer. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip introducer was used to advance a triclip into the triclip steerable guide catheter (tsgc) when it was identified that air was introduced to the patient. The clip was removed from the patient and troubleshooting was preformed by advancing a different triclip through the tsgc and there was no challenges with air. The replacement triclip was implanted successfully. The procedure was disconitnued and the final tr was grade 1. The triclip xt was examined on the back table when it was identified that the clip introducer was cracked, which is believed to have caused the air. There was no clinically significant delay reported.